Event description:
The customer reported that digoxin results on quality control samples were biased low. Digoxin had been previously calibrated with calibration diskette, drv 5283. The biased results were produced after a new calibration diskette, drv 5285, was loaded. The customer had not calibrated digoxin after loading the new diskette.